Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (25mg/ml at 24mg/day) via an implanted pump. The patient's medical history was chronic pain. The indication for pump use was non-malignant pain. It was reported that the physician had assumed treatment for the patient from another provider and was concerned about the high dose and concentration of the medication, so he attempted a dye study to be sure that the catheter was patent. The patient was not having any issues. A dye study was attempted but the physician was unable to aspirate the catheter. At that point, the dye study was aborted and the patient was scheduled for an MRI. No surgical intervention had occurred or was planned. The issue was not resolved. The patient status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.